Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the septum and that another cartridge did not fit onto the pump. The customer changed cartridge to address the issues. There was no adverse impact to customer's blood glucose level.